Manufacturer narrative:
Updated sections b5 and d4- lot number.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 26mm sapien 3 ultra resilia valve within a non-edwards surgical valve. During the procedure, resistance was felt upon the delivery system reaching the tip of the sheath. After valve deployment, there was no difficulty withdrawing the delivery system through the sheath. Upon device withdrawal, the distal tip of the sheath was found torn. The patient was in stable condition without any injury.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a case of an implant of a 26mm sapien 3 ultra resilia valve within an unknown surgical valve. During the procedure, resistance was felt upon the delivery system reaching the tip of the sheath. After valve deployment, there was no difficulty withdrawing the delivery system through the sheath. Upon device withdrawal, the distal tip of the sheath was found torn. The patient was in stable condition without any injury.

Manufacturer narrative:
Updated section h3 and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded. Distal tip opened but torn. All score lines (axial, radial and slant) are present at the tip. Hdpe stretching along the score lines. Scratches observed along the hdpe. The provided imagery was evaluated and revealed the following: esheath distal tip torn. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaints for resistance between system components leading to difficulty advancing through sheath and sheath distal tip tear were confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by other manufacturing-related factors being investigated in a CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (patient had calcification in the access vessel, as evidenced by scratches observed along the sheath shaft) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase.